Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked (at the clearlink component) while in use with a non-baxter connector. The issue was identified during patient infusion with saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. A functional testing was performed including clear passage and pressure testing; and the results were satisfactory. Priming was performed at the set with a bag of sterile water and it is according to specifications. Additional autopsy was performed at the three y-site clealink which observed a bent post in the second y-site and scratches in the body of the post. The reported condition of leak was not verified. The cause of the bent post with scratches was caused during the assembly of the device in the clearlink machines due to a misalignment that occurred during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.